Event description:
During whipple procedure, surgeon attempted to use surgical clips that did not close completely. Affected area repaired by hand with 6-0 prolene suture. Large surgiclip ref#(B)(4), lot# p7a1485cx. Also did not close completely.